Manufacturer narrative:
Eval summary: compatibility was verified with no issues noted. Primary operative notes indicate full extension and excellent flexion with stability at 0, 30, and 90 degrees of flexion during trailing. The cement was allowed to cure with the knee in full extension and excess cement was removed. Revision operation notes indicate a preoperative workup for infection was negative. The synovium was identified to be hypertrophic with a grayish tan discoloration. The femoral component was assessed and deemed to be well fixed and in proper rotation. The patellar component was also found to be well fixed. The tibial component was found to be grossly loose and in varus position. A medial tibial plateau cavitary defect was reported. No further description of the explants was provided. Root cause cannot be determined. Device history records were reviewed and found to be conforming. The event on this report was previously submitted under mfg report number 1822565-2013-00775.

Event description:
It is reported that the pt was revised due to pain swelling and loosening.